Event description:
As reported by the (B)(4) registry, there was flushing difficulty with a 6mm medium support angioguard device for a carotid artery stenting (cas) procedure. A second one of the same size was successfully deployed past the lesion. Following pre-dilatation, a type b dissection was noted. Cas was performed on an 80% occluded lesion in the ostium of the left internal carotid artery of 20mm in length in a 5.0mm vessel diameter with severe vessel tortuosity. The arch I lesion was not calcified. As there were difficulties flushing the first angioguard, a second one of the same size was successfully deployed past the lesion. The lesion was pre-dilated after which a type c dissection was noted. A 6c30mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis measured 10% and the dissection grade was 0. The patient was discharged on the following day without any adverse events.

Manufacturer narrative:
The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported by the sapphire registry, there was flushing difficulty with a 6mm medium support angioguard device for a carotid artery stenting (cas) procedure. A second one of the same size was successfully deployed past the lesion. Following pre-dilatation, a type b dissection was noted. Cas was performed on an 80% occluded lesion in the ostium of the left internal carotid artery of 20mm in length in a 5.0mm vessel diameter with severe vessel tortuosity. The arch I lesion was not calcified. As there were difficulties flushing the first angioguard, a second one of the same size was successfully deployed past the lesion. The lesion was pre-dilated after which a type c dissection was noted. A 6cx30mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis measured 10% and the dissection grade was 0. The patient was discharged on the following day without any adverse events. The product was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. Vessels that are resistant to angioplasty have a higher risk of intimal dissection during interventional procedures. The physical manipulation inherent in the stent implantation procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. This does not represent device malfunction. Review of the available information suggests that vessel / lesion characteristics and possibly procedural factors may have contributed to this event.

Manufacturer narrative:
During the cas procedure, after the angioguard was deployed past the lesion, predilatation was performed with a 4x20mm balloon catheter after which the dissection was noted. Per the physician ¿it was a minor linear non-flow limiting dissection. It was not a residual dissection after stenting that was left untreated. This dissection after pre-dilatation just happened to be visible.¿ post dilatation was performed with a 5x20mm balloon. No further details are available at this time.